Event description:
It was reported that the user experienced high glucose, administered backup subcutaneous insulin, changed supplies, then later had a glucose drop to 60 mg/dl treated with oral carbohydrate, after which glucose rose to a high reading on the ilet; the user disconnected, filled tubing until drops were seen, and reconnected, and they did not report wetness at the infusion site while lacking additional supplies at work. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no injury and no hospitalization. Investigation included user-guided troubleshooting and education on allowing time for backup insulin to act and on verifying infusion delivery by priming and reconnecting. Investigation of this case revealed no confirmed device malfunction, with unclear cause for the hyperglycemia following self-administered backup insulin and potential overcorrection for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.